Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with a discrepancy in reading between sensor glucose and blood glucose values and insulin delivery was suspended. The customer reported blood glucose value of 52 mg/dl. There was no information about the treatment taken for the reported hypoglycemic event. The event involved product(s) mmt-7040a, mmt-1884l. Troubleshooting was not performed for hypoglycemic event and it was unknown whether the customer had been using the insulin pump within 48 hours of the reported event and unknown whether the auto mode feature was active at the time of the event. Troubleshooting was performed and the discrepancy between the sensor glucose value of 124 mg/dl and blood glucose value of 52 mg/dl was not within the target range of 30%. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-1884l.

Event description:
Updated summary: no treatment was mentioned for the low. Pump was likely used within 48 hours of the low if the insulin delivery was suspended. It was unknown if smartguard was used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test. Successfully downloaded history files and traces using thump. No alarms anomaly during testing or in file history on event date. All data test bolus delivered record in the pump daily history. Also, pump was programed with bg meter data transfer and sensor simulator connected and calibration properly to pump data correction and no different. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The test p-cap cap and reservoir locked properly into reservoir compartment during testing. The pump was received with scratched case, stained keypad overlay, cracked keypad overlay, cracked battery tube threads, cracked case corner of belt clip rail, missing display window cover, label damage. In summary, customer alleged difference between sg vs bg not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.